Event description:
During routine testing of the device at the service center, the service technician reported that the front and rear cover was broken and contained deep scratches. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.